Manufacturer narrative:
Concomitant products: dtma1d4 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high/undefined pacing impedance and superior vena cava (svc) coil impedance were noted on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.